Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a flo-gard 6201 infusion pump had a false upstream occlusion alarm during infusion. The device was programmed to infuse a 300 ml solution of gammagard at a rate of 88ml/hr. Per the report, the patient received approximately 30ml of the solution. This event occurred in the patient's home. There was patient involvement; however, there is no report of patient injury associated with this report. Additional information was requested and is not available.